Event description:
It was reported by the distributor that cs300 intra aortic balloon pump had a doppler physical damage, and ECG patient cable and ECG leadwire defective. No patient involved.

Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer during routine check that cs300 intra aortic balloon pump had a doppler physical damage, and ECG patient cable and ECG leadwire defective. No patient involved.

Manufacturer narrative:
Updated fields: b4,b5,g3,g6,h2,h11. A supplemental report will be submitted upon investigation completion.